Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown drug with an unknown concentration and dose. It was reported that the patient¿s pump was "defective" and that the motor didn't work. The patient stated their doctor would know when it happened and that the manufacturer should know because a manufacturer representative was there. The patient stated it happened in (B)(6) 2017. There were no patient complications/symptoms reported. Additional information received on 2017-jun-14 from the manufacturer representative reported they had no knowledge of the event in (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient experienced a failure of motor stall. The injuries and date of injuries were noted as under investigation. The explant date was noted as (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.